Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the device won't work. Product was changed out, there was little delay, it is unknown if the surgery was completed successfully or if there was a blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2018. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received indicating that the surgery was completed successfully with no blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The sample was not returned for evaluation, without the sample being returned, a definitive root cause could not be determined. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. Based on previous investigations for similar issues, it is likely that the event was caused by customer technique. The manufacturing records were reviewed for the affected unit product code/lot number, no anomalies noted related to the issue during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected, and no anomalies found with the bipolar connector or anywhere else on the returned unit. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The manufacturing records were reviewed for the affected unit product code/lot number, no anomalies noted related to the issue during the manufacturing process. The reported incident was not able to be replicated; therefore, the root cause for this event cannot be determined. However, the incident was most likely caused by particle matters temporarily attached on the active electrode and interrupted the electrical circuit, causing the experienced event or when a small vessel and capillary were not in contact with the ground electrode when they were cauterized. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.